Event description:
A malfunction was reported on the pump. The information about any impact on the customer's blood glucose level was unknown or not provided. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.